Event description:
It was reported that the pt received an acetabular cup in 2006 (exact date not reported). Also reported by the pt's counsel that revision surgery was on (B)(6) 2012 due to significant metallosis of the abductors requiring débridement. The level of cobalt and chromium ions on the blood was also elevated.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. The lot numbers were not provided and the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Additional information was received on july 3, 2015. The devices were returned and the result of the visual examination has been made available. Review of event description: product was implanted on (B)(6) 2006 and was revised on (B)(6) 2012 due to pain, loosening, elevated metal ions and metallosis. Surgical report: the implantation notes of the hip states that the surgery was according to standard protocol. The revision notes of the hip states that: the durom cup could be removed without effort / bone loss. Review of surgical report did not lead to new information regarding the reported event. Visual examination: during the visual examination the durom acetabular component presented third body material growth, scratching present on rim. Metasul ldh large diameter head presented scuffing present on the articulating surface. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed.

Manufacturer narrative:
Additional information received on (B)(6) 2012. The device is still not returned to the manufacturer. The lot #s were received and the device history records were reviewed and found to be conforming. This case is related to the issues for which zimmer implemented a correction in july 2008 as referenced. Zimmer will close this case once again.